Event description:
It was reported that the pacemaker was explanted 1 month and 12 days after the implantation due to loss of stimulation.

Manufacturer narrative:
The first communication was a misunderstanding: the device did not stimulate during the intraoperative connection. The pacemaker was replaced during the implantation attempt and was therefore not in the implanted state. Upon receipt, the pacemaker underwent a status interrogation, and the memory content was analyzed. The analysis of the memory content showed proper device behavior. In a next step, the pacemaker was visually inspected, and the connection system was examined. The screws and the spring elements of the lead connections were without defects. Leads inserted as a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions defined by the standard. The pacemakers capability to provide therapy was tested. After connecting leads, the implant paced right away. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The auto implant detection was completed successfully. The pacemaker showed specification-conforming behavior in regard to its device functions. In addition, a long-term pacing test was performed. The pacing function showed no anomalies during this test. The device showed no restrictions in its capability to provide therapy. In summary, the device was without defects during the analysis and within specifications both in regard to the connection system and the electronics. There was no material defect or manufacturing error.